Event description:
It was reported that during the patient's lead replacement (related manufacturer reference numbers 1627487-2022-01650, 1627487-2022-01651) on (B)(6) 2022, the physician touched the bovie to the ipg. The ipg stopped communicating with external devices and it was deemed inoperable. As a result, the ipg was explanted and replaced during the same surgery. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
It was reported that during the patient's lead replacement the physician touched the bovie to the ipg. The ipg stopped communicating with external devices and it was deemed inoperable. As a result, the ipg was explanted and replaced during the same surgery. Post-operatively, stimulation therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.